Manufacturer narrative:
The use of the equipment was followed from the filling of the syringes and activation of the injector until the end of the test. The equipment worked correctly and no problems were identified during the entire process. Equipment released for use. Performance tests were performed and the equipment did not show any defects. The users were instructed on the correct handling of the equipment. Preventative maintenance and calibration were performed and the values obtained are within the specifications for the equipment.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported that the pump injected contrast without command. Reporter states that the problem occurred during a procedure with patient attached, but there was no injury or damage to patient, and the procedure was completed.